Event description:
See initial report.

Manufacturer narrative:
H.10: the affected device was returned to the manufacturer site. To solve the issue, the clamp motor and the clamp shaft and other mechanical parts were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause is related to fluid ingress inside the clamp leading to internal components corrosion and damage. The use condition (i.e. Extensive exposure to liquid, e.g. During cleaning) likely contributed to the failure reported.

Manufacturer narrative:
There was no patient involvement. Concomitant medical products: livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm displayed an error code associated to the clamp motor during maintenance. There was no patient involvement.